Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was interrogated upon arrival at the manufacturer's distribution center (B)(4). Once telemetry was established between the ipg and the patient programmer, the ipg produced an ipg model error. The ipg was pulled from the distribution center and will be returned to the manufacturer for analysis. The lot number of the ipg was not provided; therefore, no expiration or manufacturing date can be determined. No patient involvement was reported.